Manufacturer narrative:
**Update: (B)(4) 2013 - pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for lot codes 2929768 and 2838087 did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.

Event description:
Update - the complaint has been reopened because a maude report ((B)(4)) submitted by the patient states that he was revised to address pain, elevated chromium and cobalt levels, and metallosis. Part and lot information is now available.

Event description:
Litigation alleges that patient experienced severe pain, swelling, inflammation, and damage to surrounding bone and tissue, as well as partial lack of mobility. This is allegedly due to metal debris.

Manufacturer narrative:
The investigation has been reopened because additional information has become available. Depuy will notify the FDA of the results of the investigation once it has been completed. Added: add'l event description, brand name, device product code, catalog lot #s, report source, 510k#, MFR date.

Manufacturer narrative:
Update - (B)(4) 2013 - the complaint has been reopened because a maude report ((B)(4)) submitted by the patient states that he was revised on (B)(6) 2011 to address pain, elevated chromium and cobalt levels, and metallosis. Part and lot information is now available. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the inserts provided product/lot combination since its release for distribution. A previous review of the device history records for the head did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
New unity record created in order to update etq complaint number (B)(4). New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. -litigation alleges that patient experienced severe pain, swelling, inflammation and damage to surrounding bone and tissue, as well as partial lack of mobility. This is allegedly due to metal debris. Doi: (B)(6) 2009 - dor: (B)(6) 2011 (left hip). Patient is a resident of (B)(6). Update 03/11/2013 - the complaint has been reopened because a maude report ((B)(4)) submitted by the patient states that he was revised on 03/08/2011 to address pain, elevated chromium and cobalt levels, and metallosis. Part and lot information is now available. Update: 7/8/2013 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Update ad 24 apr 2018: (B)(4) has been re-opened under (B)(4) due to receipt of ppf, sticker sheets, and implant records. There are no new allegations reported. Added stem for elevated metal ions. Added law firm. Updated patient's initials. Doi: (B)(6) 2009 - dor: (B)(6) 2011 (left hip).

Manufacturer narrative:
(B)(4).

Event description:
Ppf, sticker sheets, and implant records received. There are no new allegations reported. Added stem for elevated metal ions. Added law firm. Updated patient's initials. Doi: (B)(6) 2009 - dor: (B)(6) 2011 (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.